Event description:
While creating a corneal flap on the right eye, suction was lost at the beginning of the cut. The microkeratome continued to translate and the surgeon pushed the suction ring back down on the cornea, regaining suction which caused a button hole with a scar in the visual axis. 2002 - patient underwent a lamellar graft procedure. Op bcva.